Event description:
Merge hemodynamics monitoring was not coming across to the stryker boom for md to see during the case. Biomed made aware. Biomed came in and restarted merge and then hemo monitor would not restart at all. Restarted multiple times by biomed. Merge rep was contacted and their solution did not work either. This is an ongoing problem.